Manufacturer narrative:
The product brand name is unk; however, it is known that the product is a ciba vision monthly contact lens. The device is not available for evaluation and the product name and lot number are unk. No manufacturing investigation can be performed. Trend reviews for products manufactured at this site did not identify a complaint trend. There is no indication that this complaint was due to the manufacturing process. The product brand name and PMA number are unk. (B)(4).

Event description:
As reported by a legal entity, a pt inserted monthly lenses on (B)(6) 2011 and experienced slight discomfort throughout the day, and removed the lenses at approximately 5:30 pm due to discomfort. Throughout the evening the pt's right eye was watery and "not feeling right" when she went to bed, and when she awoke approximately six and a half hours later her right eye was very sore and described as "steaming". The pt sought medical attention at an emergency clinic and was diagnosed with a corneal abrasion. Medications prescribed were ofluxion drops, hourly for two days, then two drops hourly for to additional days, along with cyclopuniclere and chloramphenicol. She was unable to resume lens wear on (B)(6) 2012 and required interim eye glasses and a new prescription. She had multiple visits at the eye clinic, and was treated with an unspecified medication for three months. The pt's vision in her right eye was reported to be impaired. She underwent laser surgery on two occasions, (B)(6) 2012, to reduce the scarring. It is reported that the pt continues to follow-up for medical appointments, and that she has continuing right eye vision impairment. The report states that her condition remains guarded. No additional information is available.